Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure. The exact procedure date was unknown. During the procedure, the clip unable to be deployed. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 ultra clip was analyzed, and a visual evaluation noted that that the device was returned with the clip assembly lodged in the bushing, and microscope inspection revealed that the bottom part of the clip assembly was deformed. No other problems with the device were noted. The reported events of clip unable to release from catheter was not confirmed. Upon analysis, it was found that the clip showed signs of soft deployment, as it was detached from the bushing but remained attached to the control wire, which may have resulted from operational factors during the procedure, such as the physician's deployment technique, the scope's position or angle, or the capsule detaching after contact with a surface. After a soft deployment, reopening the clip may cause the capsule to detach. If the physician then attempts to close it again, a misalignment of the capsule and bushing can cause the capsule to get stuck during retraction, leading to deformation. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure. The exact procedure date was unknown. During the procedure, the clip unable to be deployed. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.